Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30may2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
The customer reported an inoperative ventilator with a power supply issue. There was no patient involvement.

Manufacturer narrative:
Date rec¿d by MFR : 26jun2019, date of report : 28jun2019. The customer confirmed the reported 24v failure, flash programming and flow sensor mismatch error codes. The customer reported that resetting the connection on the sensor pcb and cpu resolved the issue. The ventilator passed the extended self-test and the short self-test and is working. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.